Manufacturer narrative:
(B)(4): in testing after the event both by the hospital biomedical engineer and by the philips service engineer, the anesthesia device has performed as intended and expected. If this failure mode were to recur during surgery, immediate clinical action would be needed to mitigate the health risk to the patient. Philips anesthesia care is investigating further. A follow-up report will be submitted upon completion of the investigation.

Event description:
The users reported that this device failed to ventilate a patient during surgery. They reported that there was no adverse impact to the patient, as the available manual ventilation was utilized when automated ventilation did not provide adequate ventilation.